Event description:
It was reported that during deployment of a vascular stent in the left sfa, the stent appeared to elongate to 30 cm. Another procedure was performed the next day to implant another vascular stent within the elongated stent. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.